Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing (nsrvo) episodes. After investigation, it was determined the nsrvo episodes were due to potential loss of capture in the ventricule. The patient was brought in clinic. Loss of capture was confirmed. No oversensing events were found. The device was reprogrammed. The patient was stable.